Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexe0109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on january 16, the pt was inserted under ultrasound guidance with catheter. On (B)(6), the pt was feeling pain at the puncture site when infused chemotherapy drugs. So after removal of the tube, flushed the tube with saline and two breaks were found under 2cm below the puncture site.